Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged approximately four months post implant. A revision procedure was performed. An attempt to reposition the lead was unsuccessful. The lead was explanted. An attempt to implant another lv lead was unsuccessful due to patient anatomy. The lv port was plugged on the device. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.